Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported difficulties (difficult to remove, stretched, break); however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event/procedure estimated. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire gets caught and unravels when used with trek and trek neo balloon dilatation catheters (bdc). The devices get stuck and have to be removed together and the lesion has to be re-wired. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.